Event description:
(B)(4). I had symptoms which fall within the spectrum of morgellons disease ("delusional parasitosis" which I now view as parenthesia due to mercury poisoning). My recovery was documented and published (see (B)(6)) as well as featured on the (B)(6) channel show "diagnose me" (can be seen at: (B)(6)).